Manufacturer narrative:
Additional information: (patient code 4): (B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including sterilization records, was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis, inflammation, edema, and hypopyon are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Endophthalmitis, inflammation, edema, and hypopyon are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that the patient presented with ¿perfect visual acuity¿ at postop day eight (8) following a trabecular microbypass stent system procedure. However, at one (1) month postop, there was an appearance of a tyndall associated with hypopyon, which was treated as endophthalmitis, and the patient showed subsequent clear clinical improvement following several intravitreal injections (ivt). Per report, an appearance of irvine-gass syndrome was noted at two (2) months postoperatively. Additional information has been requested.